Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The battery was in use at the time of the reported event. The battery problem was replicated by plugging into a known good controller, which does not recognize the battery. Analysis of the device revealed that the battery failed to meet specification; the device passed visual inspection but failed functional testing. Three flags were enabled, rending the battery inoperable. Supplemental testing determined that the gas gage integrated circuit (ic) was malfunctioning. The battery operated as expected after replacing the component with a known good one. Therefore, the most likely root cause of the reported event can be attributed to a malfunction gas gage ic. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was causing the controller to emit a critical battery alarm despite being fully charged. The battery was removed from service with no reported patient consequences. No further information was provided.